Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. It was noted that the patient's left ventricle has elevated thresholds since implant. No patient complications have been reported as a result of this event.

Event description:
The device was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2001; 6943-65, lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
(B)(4).